Event description:
During a standard treatment an electrical dental handpiece got hot and caused a small burn to lip. The dentist suggested some over the counter ointment, but nothing was prescribed. No further medical care was necessary.

Manufacturer narrative:
During a standard treatment an electrical dental handpiece got hot and caused a small burn to lip. The dentist suggested some over the counter ointment, but nothing was prescribed. No further medical care was necessary. The analysis did show that the handpiece had a medium debris level, the bearings have been grinding and on the side of it has been falling apart and wobbling. This caused the heat to heat up. Reported due to the 2 year presumption rule. Exemption number (B)(4).